Event description:
It was reported that the c-arm did not stop at 45 degrees. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch banks needed to replaced. Once this was completed the system was working as intended.